Event description:
Biopsy forceps tip and needle broke off whilst taking a biopsy from the patients stomach. Thorough inspection of the patients stomach and duodenum carried out. Located the spike and removed using a new set of forceps. Reported to the manufacturer via the representative. FDA safety report ID #: (B)(4).